Manufacturer narrative:
(B)(4). The DHR for the instruments in question was reviewed and found completely without any irregularities. This instrument was manufactured at the (B)(4) facility as part of a 50pc. Lot in june of 2016. The returned instrument was evaluated and found that the knob rotation is dry and slightly sluggish. Further evaluation showed that this instrument picks up, retains, closes and releases multiple clips as required of its function both with and without the use of silastic test tubing thus we are unable to validate the alleged complaint. Parts were 100% visually inspected and tested at the (B)(4) facility before instruments were sent to customer. No irregularities were found and or reported at the time of inspection and assembly of the product, as this is a standardized process for all instruments manufactured at this facility. At this time it is un-determined what caused the alleged issue, but it is suspected that the customer did not "lubricate" the instrument prior to sterilization as recommended in IFU (l06109 r04) supplied with the instrument which states "the instrument must be cleaned, lubricated, functionally other remarks: checked, and sterilized prior to each use. Use a non-silicone, water-based lubricant prior to sterilization. No corrective action required at this time. Per FDA guidelines for manufacturers which state: "manufacturers are required to report to the FDA when they learn that any of their devices may have caused or contributed to a death or serious injury. Manufacturers must also report to the FDA when they become aware that their device has malfunctioned and would be likely to cause or contribute to a death or serious injury if the malfunction were to recur." This incident is not reportable at this time with the information provided.

Event description:
The applier was locked in the closed position on the cystic artery requiring the need to pull the applier and the artery. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The instrument was not returned and no lot number was provided therefore the evaluation is based on information provided on the complaint form which does not provide the information required neither to determine where and when it was produced nor to perform a device history review. Since the instrument was not returned for evaluation and pictures were not provided, it is not possible to validate this complaint or determine root cause. All instruments are thoroughly inspected and function tested at the time of manufacture. No corrective actions are to be taken at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The applier was locked in the closed position on the cystic artery requiring the need to pull the applier and the artery. The patient's condition was reported as fine.